Manufacturer narrative:
Evaluation of the device did not show any malfunction. Based on investigation results, it is suspected that the trajectory deviation may be related to torquing the guide during the surgery.

Event description:
Doctor used a surgical guide to place a dental implant. He realized that he perforated the lingual plate after the pilot drill.